Event description:
It was reported that this left ventricular lead exhibited high pacing threshold of 3 volts at 2 milli seconds. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).